Event description:
Caller alleging receiving discrepant low inratio values. Date: (B)(6) 2014 inratio 0.9 repeat inratio 1.0 time between testing: three hours. Date: (B)(6) 2014 lab inr 2.5. Time between 1.0 inratio and lab 2.5: two hours. Pt's therapeutic range 2-3. No reported adverse pt sequela. No additional info provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no deficiencies were observed. The customer was on lovenox during testing. The pt was reported as using heparin. Limitations in pt, "this test should not be used for pts on heparin therapy." This constitutes off-label use. Additionally, the customer has aps. Testing with an aps-insensitive lab method is recommended for these pts. These cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.